Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2015. According to the complainant, during the procedure the side car-rx (guidewire port) was pushed back. Cannulating the ampulla was difficult and the device could not be advanced into the bile duct. An extractor balloon was used to successfully remove the stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2015. According to the complainant, during the procedure the side car-rx (guidewire port) was pushed back. Cannulating the ampulla was difficult and the device could not be advanced into the bile duct. An extractor balloon was used to successfully remove the stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
A visual examination of the returned device found the basket to be partially extended and the side car-rx presented pushback of approximately 5 mm which was out of specification. A functional evaluation was performed and revealed no issues when inserting a .035¿ guidewire through the side car-rx. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the device presented side car-rx pushback. The issue occurred during the procedure and while inside the patient. Therefore, the most probable root cause classification for the reported failure is ¿operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.